Event description:
It is reported that the device was implanted in 2008. The surgeon found that the stem implant is implanted approximately 5mm more than the depth that was rasped.

Manufacturer narrative:
Evaluation summary: x-ray reveals radio transparency towards distal end of the stem. Surgeon notes are not available to assess the proceedings of the surgery. Type of rasp and reamer used is not known. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.